Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received that technical services (ts) was contacted regarding updated guidance for this device. Ts recommended completing a device interrogation using a programmer updated with smr6 to update the device firmware and to continue monitoring until radio frequency (rf) telemetry is disabled, after which time device replacement is advised. No adverse patient effects were reported. As of today, this device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.